Manufacturer narrative:
A discharge summary was provided in regards to the patient who was found on the floor with all restraints still attached to all four limbs and suffered a subdural hematoma. Discharge summary provided a patient history of hypertension, hyperlipidemia, and alcohol abuse. The patient was admitted for severe abdominal pain. During hospital stay, the patient became confused and was seen by neurology and psychiatry. He was put on alcohol withdrawal protocol at which time he developed agitation. Restraints and a sitter were then required. Psychiatry said that he was unable to make his own decisions. During his delirium he attempted to get out of his restraints from the bed and hit his head developing a small subdural hematoma on the left. An MRI was done and then a follow up CT which did show the hematoma was resolving. The patient was discharged with keppra for the subdural hematoma. The restraint was disposed of after the incident. The customer confirmed that the restraints were not broken and stated that the nurse whom applied the restraint did not knot the strap above the quick release. Based on the information available, it is possible that the staff may not have tightened the straps enough when tying them to the bed. The instructions for use (IFU) provide detailed instructions for tying the limb holder restraints. Additionally, an instructional video is available and posey offers inservice training free of charge. The IFU advises users to check to ensure that straps cannot slide in any direction or loosen if the patient pulls on them, or if the bed is adjusted. The IFU additionally warns the caregiver to monitor patients per each facility¿s policy. Additional or different body or limb restraints may be needed if the patient pulls violently against bed straps and/or to prevent the patient from flailing or bucking up and down. (B)(4).

Event description:
Supplemental submission based on no product return evaluation and additional information received regarding the patients discharge summary.

Manufacturer narrative:
Conclusions: (other) product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility's reported issue. Note: instructions for use state, "additional or different body or limb restraints may be needed: if the patient pulls violently against the bed straps; to reduce the risk of the patient getting access to the line/wound/tube site; to prevent the patient from flailing or bucking up and down causing self-injury." (B)(4). Product was not returned for evaluation.

Event description:
Customer reported while her patient was in use with posey's 4 point restraint, the patient was found on the floor with the restraint still attached to the bed and the patient. The patient suffered a subdural hematoma. Customer also reported the patient is doing well at this time and did not require surgery. The exact date of event is unknown.